Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause mlc-58 "user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test." Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 99 to 118 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/23/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6).